Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, unable to power up the unit issue was observed. No repairs performed. The unit will be scrapped.